Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they experienced pain near the implant site and weight loss. The implantable pulse generator (ipg) was also reported to be "starting to show through the skin". The ipg remains in use. No further patient complications have been reported as a result of this event.